Event description:
During a hals colectomy procedure, the doctor ripped 1 lap disc during insertion and 1 lap disc while his hand was in the abdomen. No pt consequences. Case completed with another device of the same product code. No device returning.